Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the lead fixation was out of specification for extension/retraction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the helix was extended; r-waves were low, so the helix was retracted to reposition and the helix would not extend. The lead was not used. No patient complications have been reported as a result of this event.